Manufacturer narrative:
The event of a patient experiencing excessive drainage from. Their ipg site was reported to abbott. The area was redressed, and the patient was placed on antibiotics. The patient was taken to surgery to debride the ipg site and to close the incision. The physician stated that the patient did not have an infection, but the battery site was having trouble completely healing. It was reported the patient met with their physician for a follow up. The area was healing and there was no drainage. In update, it was reported the pocket was cleaned up and the ipg was replaced. Stimulation was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there is drainage the ipg site. Patient is being monitored.

Event description:
Additional information received indicates the pocket was debrided and tissue was cleaned and the ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicates the patient had surgery on (B)(6) 2023 to debride the battery site and to close the incision.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg site is healing and there is no more drainage.